Event description:
A complaint of high readings on a customer's precision qid blood glucose meter was received. The customer obtained a reading of 206 mg/dl compared to a laboratory comparison reading of 107 mg/dl. The tests were performed within a ten minute timeframe. When plotted against each other on a parkes error grid the results fall in the 'c' zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.